Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The blood glucose levels were not reported. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.